Manufacturer narrative:
Pump was received with button error alarm due to moisture damage on keypad traces. Unit passed displacement test, rewind, basic occlusion and self tests. No iop test failure alarm noted. Unit had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a iop test failure alarm. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.